Manufacturer narrative:
Insulin pump received with a cracked case at display window corners, display window, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump display screen is cracked. Customer stated they do not recall any significant events that lead to the alarm but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 128 mg/dl at time of reporting. Nothing further reported.